Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
During a routine check, it was reported that the cs100 intra-aortic balloon pump (iabp) shows "system ok" when powering on but, once the intra-aortic balloon (iab) is connected and the start button pressed, the device shows "system failure" with a microprocessor malfunction in the help window. There was no patient involvement, and no adverse event reported.

Event description:
During a routine check, it was reported that the cs100 intra-aortic balloon pump (iabp) shows "system ok" when powering on but, once the intra-aortic balloon (iab) is connected and the start button pressed, the device shows "system failure" with a microprocessor malfunction in the help window. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d4(unique identifier (UDI) #), e1(event site telephone & event site email), g4, g7, h2, h6, h10. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The distributor's field service engineer (fse) was dispatched to evaluate the iabp unit. The fse was able to reproduce the issue. The fault logs found 45 ,57 and 64. They entered the maintenance window and did the functional tests as following: autofill test passes put the catheter inflation is weak, sd leak test failed. The k5,k3 passed, but the pressure test difference failed and showed the message ¿disk not plugged¿ even though it was plugged. The k6, k6a, k7, k8 leak test passed successfully, and the safety vent test also passed successfully. During the fse's check, the solenoid driver board, drive assembly, main board and safety disk were all replaced without a result. The iabp has not been returned to the customer, and a supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
During a routine check, it was reported that the cs100 intra-aortic balloon pump (iabp) shows "system ok" when powering on but, once the intra-aortic balloon (iab) is connected and the start button pressed, the device shows "system failure" with a microprocessor malfunction in the help window. There was no patient involvement, and no adverse event reported.